Event description:
It was reported that a patient underwent a reverse total shoulder procedure on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2013 due to component fracture at the stem and tray junction. The humeral tray and stem were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformances. Evaluation of the explanted device found evidence of fracture due to excessive force. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states,"fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."